Event description:
Initial info for this case was reported by a nurse to a company sales rep on 22-sep-2009: a nurse reported that a pt (gender and age unspecified) was treated with poly-l-lactic acid (sculptra aesthetic) (therapy date and indication not provided). It was reported that the pt had a delayed appearance of papules after poly-l-lactic (sculptra) treatment. No further relevant info was provided.